Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2013 to report a transmitter failed error on (B)(6) /2013. The patient did not report any injury or medical intervention. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a failed transmitter error was confirmed. The root cause was determined to be a defective transmitter.